Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device was not available. Only the history data was sent for investigation. 2. Results: 2.1 the device history files were analyzed. The infusion was started with a rate of 265ml/h and a volume of 265ml. One hour later the infusion was finished, and the infusion was stopped by the customer. No other abnormalities were found. A technical safety check was performed without any malfunctions. 3. Judgment: 3.1 the complaint could not be confirmed.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility information by bbm sales organization in bulgaria: "underinfusion" according to the customer: reason of complaint: "on 9th of november, an infusion was set to run on the affected infusomat sn (B)(4). The infusion parameters were set to 265 ml volume to be infused in 1 hour. Before the end of the infusion the nurse noticed that the bank is almost half full. The nurse had to reenter additional volume and time to infuse the rest of the solution. No exact details were given (how much solution exactly was underinfused). The infused solution is nacl."